Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with blank display. It was reported that the customer states their device has not been on at times, and they would have to power the device back on. It was reported that this issues has occurred a couple of times now. It was reported that the customer would monitor the device and call back if the issue recurs. No further information provided.